Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: corrected data: h10. 274 previously reported events are included in this follow-up record. Product return status: 30 devices were received. 244 devices were evaluated in the field.

Event description:
This report summarizes 274 malfunction events in which the device had paint chips missing. 274 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: corrected data: b5, h10. 273 events were originally reported for this failure mode during the reporting quarter. 1 event was inadvertently excluded. 774 reported events are included in this follow-up record. Product return status: 25 devices were received. 244 devices were evaluated in the field. 5 device investigation types have not yet been determined.

Event description:
This report summarizes 274 malfunction events in which the device had paint chips missing. 274 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 273 events were reported for this quarter. Product return status: 24 devices were received. 243 devices were evaluated in the field. 6 device investigation types have not yet been determined. Event confirmation status: 267 reported events were confirmed. Evaluation results: 267 devices were found to be affected by missing paint chips. Additional information: 273 devices were not labeled for single-use. 273 devices were not reprocessed or reused.

Event description:
This report summarizes 273 malfunction events in which the device had paint chips missing. 273 events had no patient involvement; no patient impact.